Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had tandem cuff implanted with the artificial urinary sphincter (aus). A new 4.0 cm was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect additional information. Correction: a tandem cuff was not implanted. The previous cuff, pump, and balloon were explanted and replaced. Implant date recorded as no information. Explant date recorded. (B)(4).

Event description:
It was reported that due to an unspecified reason the patient had tandem cuff implanted with the artificial urinary sphincter (aus). A new 4.0 cm was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the revision surgery was performed because the patient experienced recurring incontinence. The previous cuff, pump, and balloon were all explanted and replaced. A tandem cuff was not implanted during the procedure.